Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for the evaluation of the reported event. The pump was received with a dent by the front right bottom corner of the top case, missing battery and battery door, and visible contamination. A manufacturing DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log displayed battery not working. To further investigate the reported issue, a power up process and a visual inspection was performed. The reported issue was duplicated. The issue was determined to be caused burnt components found in the interconnect boards as a result of fluid ingressions. The interconnect board was replaced.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was smoking inside the unit. It is unknown if there was a patient involved.